Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedance issue was not known. When asked what was done to resolve the issue they stated that on the day of the surgery the battery was removed from the lead and wiped free of debris. The header of the ins was inspected also for fluid (none of concern was found). The lead was placed again in the header of insulation and secured with torque limiting set screw. The surgeon confirmed, with a gentle traction, that the lead was secured within the header. The battery was placed (again) 1 inch deep with the manufacturing badges posterior. The impedances reading greater than 4000 persisted. The battery was then removed from teh pocket, teh set screw reversed to release the lead and it was offered to test each individual electrode to confirm motor response. The appropriate motor response was observed under 2 ma at each contact electrode. The batter was attached an reimplanted into the previously made pocket. Interrogation resulted again in >4000 as described. It was at this point that the patient began having an adverse reaction to the anesthesia and the surgeon made the decision to close. Interrogation was run post operatively which showed all the impedances were returned within normal impedance parameters. The implanting physician was satisfied with the post op impedance within normal threshold/parameters.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that two manufacturing representatives (rep) were working on an implant case in which the healthcare provider (hcp) was placing a new battery and lead. They were getting high impedances and wanted to troubleshoot the issue. Prior to calling they had removed the ins from the pocket, removed the lead from header, and wiped the lead. The rep reported that there was no blood on the lead. The caller indicated that they got a motor response on all electrodes with the ens/j-hook and provided the following impedance values: ref 0 c 875 3 1127 2 1664 1 >4000ohms ref 1 all greater than 4000ohms. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller disconnected so technical services (tss) did not get any further details. When tss got a hold of the rep who was still in the or in procedure, they were closing up the patient because they had started to vomit during the procedure so they had to close. The #1 electrode was still showing as >4000 as of the last impedance measurement they took. Per note in this case, they did get motor response on all electrodes (including #1) at 1.5ma or below. Tss reviewed possibility that this could be temporary high impedances affecting this electrode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.